Event description:
Pt assessment personnel were taking the pt's blood pressure. Glass in the baumanometer broke releasing mercury into the assessment room. Mercury spilled onto the assessment personnel's shoe and socks and onto the floor of the assessment room. There was no injury to the assessment personnel involved. The calibrated glass tube broke toward the bottom. The break was spontaneous. Staff reports no prior problems with the baumanometer. Staff denies that anything damaged the baumanometer prior to the incident. The biomedical engineer's assessment is that the staff may have damaged the device, e.g., bumping the device against something. The device is portable and has a cast iron mobile base fitted with four 2 1/2fl diameter electrically conductive rubber wheels.